Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in this report.

Event description:
It was reported that the customer was in the hospital and was admitted but, that it was not insulin pump or diabetes related issues. The customer stated that she had to go three times before they finally figured out that it was pneumonia as she would not leave the third time that she was in there until she found the reason for the high blood glucose.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose level was 149 mg/dl. Customer stated insulin pump had failed battery test. Customer stated they were not using insulin pump now. The insulin pump will not be returned for analysis.